Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Customer reports that the unit powers off and does not deliver the full feed.

Manufacturer narrative:
Investigation date: 06/28/2016. An investigation of product kangaroo joey was performed for the reported condition. The customer reported that the unit powers off and does not deliver the full feed. The unit was evaluated. Initial evaluation of the unit found that the unit was functioning properly. Additional functional, accuracy, and recertification testing was performed; no issues were found. The reported condition could not be confirmed. Product kangaroo joey was manufactured in 2007. A review of the device history record shows this device was released meeting all manufacturing specifications.